Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes nurse foreign matter in the tube while collecting blood. The following information was provided by the initial reporter. The customer stated: a nurse in the intensive care unit in the obstetrics department found a foreign object in the tube when collecting blood. She randomly changed a blood collection tube to draw blood and reported it to the equipment department. No harm was caused to the patient.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6) hospital.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 02-oct-2023. H.6. Investigation summary: material #: 367856. Lot/batch #: 3074261. Bd received a sample and a photo for investigation. The sample and photo were reviewed and the indicated failure mode for foreign matter (fm) was observed. A hair was observed inside the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify an exact root cause for the indicated failure mode. However, there has been increased awareness for cleanliness and reduction of foreign matter in the plant. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes nurse foreign matter in the tube while collecting blood. The following information was provided by the initial reporter. The customer stated: a nurse in the intensive care unit in the obstetrics department found a foreign object in the tube when collecting blood. She randomly changed a blood collection tube to draw blood and reported it to the equipment department. No harm was caused to the patient.